Manufacturer narrative:
Insulin pump received with no button response due to flattened esc button dome switch. No button error alarm noted. Inspected component on lcd connector and no unlocked connector noted. Insulin pump received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window.

Event description:
Customer's wife reported via phone call that the insulin pump alarmed a button error alarm, buttons were unresponsive. Customer was unable to clear the alarm, removing the battery did not work either. Customer's blood glucose was 237 mg/dl. Customer had experiencing vomiting. Customer was not wearing the device during time of call. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.